Manufacturer narrative:
Facility name should reflect "(B)(6) hospital (B)(6) hospital" but not all characters fit in that field. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the catheter detached from the tube at the connecting part.

Manufacturer narrative:
A device history record could not be reviewed because a lot number could not be provided by the customer. However, all record from manufacturing lots were reviewed and ensure that products were released meeting all quality release specifications at the time of manufacture. One sample was received for evaluation. An analysis of the returned sample determined that the catheter was detached from the tube at the connection. The reported condition has been confirmed. The potential root cause is due to a miss-alignment of the equipment used during the manufacturing process for the pvc tubing. The action plan will be to install monitoring equipment into the extruder to measure the outer diameter during the extrusion process.